Event description:
It was reported that the customer had an issue with 4 reservoirs from about 1-2 months ago. Customer's blood glucose was 8 mmol/l. Customer stated that they would not allow insulin to exit and caused a no delivery alarm. Customer does not have the affected reservoirs now. Customer will be sent 4 replacements. Customer has moved to a different lot, which has worked without any issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.